Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an unexplained loss of prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/09/2014-device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that data from the event date had been overwritten and unavailable for examination; however, multiple occlusion alarms were observed in the alarm history. A loss of prime was not duplicated during testing. Unrelated to the complaint, the pump was powered on and the display screen appeared dim.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).